Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d4 (expiration date) d6a/b g2 h4 (manufacturing date) h6. Clarification to b3 partial date of event: 2022 was provided.

Event description:
Healthcare professional confirmed left side capsular contracture baker grade IV. Mammogram performed which showed "calcifications" and "cyst" the device has been explanted.

Event description:
Patient reported left side "capsular contracture" baker grade IV. It was later reported "calcifications" and "cyst." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV